Manufacturer narrative:
Additional received indicated that the shock impedance measurements had also been trending downward within the past year. The pacing threshold measurements had also increased to 2.7 volts at 0.6 milliseconds. A revision procedure was performed and the rv lead was surgically abandoned. The other manufacturer's device was also replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that there was an alert received for this right ventricular (rv) lead due to a low pacing impedance measurement of 200 ohms. A review of the trend information for the lead indicated that the typical range for this lead has been between 200 to 250 ohms. Boston scientific technical services (ts) discussed to evaluate the lead to determine if there was any noise or oversensing observed. No adverse patient effects were reported.